Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator noted what appeared to be clot formation in the venous header. The operator decided to end treatment and perform rinseback. A partial rinseback was performed resulting in an estimated blood loss of 40cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. There is no evidence of a device malfunction. Investigation is ongoing at the time of this report. There have been multiple similar reports for this patient. It does not appear to be device related. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.